Manufacturer narrative:
(B)(4).

Event description:
The customer complained of questionable ise indirect na for gen.2 results for multiple patients tested on cobas 6000 c (501) module. The customer stated that they had to send out 68 corrected patient reports. The customer originally stated that they were receiving ion selective electrode (ise) results that were 5-7 meq/l low. The customer provided only the specific data for 1 patient sample. The initial sodium result was 130 meq/l and the repeat result was 136 meq/l. Repeat testing was done on another analyzer and was deemed to be correct. The customer stated that they were only having problems with sodium results. The customer stated that qc was within range and that they were notified about the low sodium results by the residents because the results did not correlate with the patient's history. There was no adverse event. The sodium electrode lot number and expiration date was requested for but was not provided. The field engineering specialist found the cell wash was not being dispensed from the cell rinse mechanism. The tubing on the rinse mechanism was pinched. He fixed the affected tubing and verified the cleaner and water dispense functionality of the cell rinse mechanism. He cleaned the ise cartridges and pinch valve assembly. He performed a cell blank and precision testing of the ise's. The customer calibrated the system and ran controls with acceptable results.

Manufacturer narrative:
Due to information that was requested but was not provided the investigation was unable to find a definitive root cause. The service activities performed by the field engineering specialist were appropriate maintenance measures.